Event description:
It is reported that the device was implanted in 2006. Post-op, the glenosphere disengaged from the baseplate and was revised three mos later.

Manufacturer narrative:
Evaluation summary:poly liner exhibits extensive wear to one side of rim. Glenosphere has scratches to buffed surface and taper angle is oversized.